Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 1st supplemental was issued in error and the complaint remains reportable at a malfunction level. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a broken waveguide. The tip of the waveguide was returned. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated, indicating that the device was not functional. The waveguide tip had broken off and was returned with the device. Further investigation revealed that the waveguide was excessively torqued to the side during use, causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU )warns; contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the dissector kept displaying red error light when trying to activate. They change the generator and battery but it still did not work. They opened a new handle to complete the case.